Event description:
It was reported that customer was hospitalized with dka. Customer's family member stated that they did not have basal rates or settings to put into the pump. Explained basal rates change and that records are not kept, but that md should be able to provide basal rates for customer that company can set into the pump. Md declined troubleshooting.